Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the midline incision site. Symptoms were pain, warmth and redness at the site. The physician confirms that the infection was not device related but the cause was unknown however, the patient had previous (B)(6) infections. The patient was prescribed antibiotics and underwent an explant procedure.